Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. The pump fails to fully rewind the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated no information on the event date related to a rewind issue. The pump rewind, load, and prime steps were completed successfully. The pump was exercised for 24 hours with no alarms observed. The pump case was removed and no corrosion due to moisture was found on the motor assembly. The complaint was not duplicated. Unrelated to the complaint, the display screen appeared dim and discolored.